Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging that the patient's blood glucose (bg) has not been below 200 mg/dl since beginning use of the subject pump. The patient's mother reported that the patient has obtained bg readings as high as 510mg/dl. The reporter denied that the patient developed symptoms suggestive of hyperglycemia and claimed the patient tested negative for ketones. The patient's mother stated on day of call the patient obtained an elevated bg reading of 250 mg/dl. The patient took a bolus via injection and her bg reportedly decreased to 150 mg/dl. The reporter alleged that the patient's bg would not decrease below 200mg/dl when she bolused via the pump. At the time of troubleshooting, the reporter denied any issues with site/set. She confirmed all pump settings including the date and times were correct. Review of pump history revealed no boluses administered on (B)(6) 2011 and no morning boluses on (B)(6). The reporter had also mentioned to customer support that the patient was changing out her site every 2 days; however, during review of prime history it was found that some primes were 4-5 days apart. This complaint is being reported because the patient allegedly obtained bg readings greater than 500mg/dl.